Event description:
When the or nurse opened a sealed (brand new) package of endoknot suture size 0 coated vicryl she discovered pin hole/s in the foil packaging and discarded the product inside assuming since there was a hole the suture must not be sterile anymore. The nurse could not figure out how the hole/s were created hence, it was suggested to the staff that when they open the package to inspect for holes before handing the suture to the surgeon. There have been 5 packages discovered with holes. The manufacturer is aware and it was reported by the manufacturer that the hole was tested for leaks. This is their response: a dye penetration test was performed on the suspect areas, and there was no leakage of the dye through the voids, indicating that the barrier had not been compromised. The or nurse did her own test on 4 different packages and 2 out 4 packages had leaked confirming that the foil packaging are not reliable for sterility especially if the pin holes are not discovered.